Event description:
It was reported that during a pta/stenting treatment procedure, the physician implanted two "kissing" wallstents into a guidant ancure stent graft in the abdominal aorta, and extending into the iliac arteries (the procedure date was in 2002). The pt returned to physician two years later (in 2004) with abdominal pain. A CT scan showed 'endo leak, origin unclear'. The pt expired suddenly while in the hospital. An autopsy revealed a defect in the main body of the ancure stent graft at the top of the left limb wallstent. Apparently, through the pulsing of the aorta, the wallstent eroded a small hole (2-3 mm in diameter) in the ancure stent graft. This caused an endo leak/rupture.